Manufacturer narrative:
Physio-control evaluated the device and observed several fault codes logged in the memory. Customer declined repair from physio due to age of device and cost of repair. The root cause of issue could not be determined.

Event description:
It was reported that the device had the service wrench illuminated and several fault codes logged in the memory indicating possible critical failure. There was no report of patient involvement with incident.